Event description:
Baxter mexico reported a total of 35 pt's (known and unknown lot number) from the same facility experienced "broken" minicaps and 8 out of 35 pt's reported peritonitis. Per baxter mexico, some pt's were using "expired" product. Similar report filed for known reported lot number, i.e. Gd487314. MFR's report number 1423500-00117.